Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The reported inaccurate values is being reported under MFR number 3004753838-2017-92031.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of signal on the g5 mobile application and an adverse event. The patient's father stated that within the last 24 hours from the time of contact, the patient's values had been 2-3 mmol/l different to a finger stick. It was indicated that the continuous glucose monitor (cgm) was notifying false hypoglycemic values and false high alerts. At 4:30 pm, a signal loss was constantly showing on the smart device. The patient's father was checking the patient's blood glucose (bg) and noticed that the patient was having a hypoglycemic event and treated the patient with orange juice. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of signal was confirmed. A root cause could not be determined.